Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: biological tissue observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.